Event description:
Baxter received a report from a baxter technician stating the head of the bed was rising by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint(B)(4)..

Manufacturer narrative:
The baxter technician found the patient pendant had a short and needed to be replaced. Per the hillrom user manual: to install the pendant into the side rail 1. Position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. 2. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in december 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient pendant to resolve the reported event. Based on this information, no further action is required.